Manufacturer narrative:
The device was returned and evaluated by cardinal health. Visual inspection of the returned device revealed the advancer tube and sealant were in manufacturing position, exposed to blood. The shuttle cartridge was engaged to the black handle with the sealant protruding out from the slit on the outer shuttle cartridge tubing. The procedural sheath was covering the balloon. The shuttle down procedure was simulated and the advancer tube was able to properly engage the distal tamp lock. The condition of the returned device indicates an incomplete engagement of the advancer tube. The catheter, shuttle cartridge, advancer tube and tamp locks were inspected for anomalies that may have obstructed the device path during deployment. No anomalies were observed. The review of the lhr (f1601403) indicated that there were no reworks, special conditions or related non-conformances for this lot. The lot met all product specifications, including quality control acceptance criteria prior to release. Based on the information provided and the investigation performed, the reported event was caused by an incomplete engagement of the advancer tube during the shuttle down step. If the green shuttle is not advanced until resistance is felt (as instructed by the mynx instructions for use), the advancer tube will not engage to the distal tamp lock. This will cause the advancer tube and sealant to follow the shuttle cartridge back out of the tissue tract during the retraction step, resulting in the device not properly delivering the sealant to the vessel wall. However, it cannot be conclusively determined why the shuttle down (advancement) step could not be completed. Should additional relevant information become available, a supplemental medwatch will be filed.

Event description:
It was reported that during the deployment of the mynxgrip device mynx sealant was observed to be above the patient's skin. The device was being used with a 6f procedural sheath for arterial closure following an interventional procedure. As reported, the device was deployed in the "normal fashion"; however, during the final step when the device was being removed, sealant was observed above the patient's skin. Manual pressure was applied for 30 minutes or less to achieve hemostasis. The patient's hospitalization was not prolonged as a result of the event. The patient was discharged with no clinical sequela. Additional information was requested but was unknown.